Manufacturer narrative:
Any additional information or feedback from the customer will be added on the follow up report. Technical support check logs files and nothing special or visible on the logs. Asked customer if the issue is reproducible. According to customer five times screen froze after 5-10 minutes of ventilation and sometimes froze on standby and it not possible to start up. Recommended to the customer to send in the product for repair but no updates were received from the customers.

Event description:
Customer reported screen freeze with red alarms during a running ventilation and ventilation still continued. They restart the screen froze several times again. Customer said that it happened 5 times that the screen froze after about 5-10 minutes of ventilation. Sometimes it froze in the standby condition and sometimes not possible to start up the unit.